Event description:
Medtronic received information that following the successful implant of a transcatheter bioprosthetic valve, minor bleeding was observed at the femoral access site after the removal of another manufacturer¿s introducer sheath. The physician reported that the bleeding may have been due to either the introducer sheath or this delivery catheter system (dcs). There was no reported allegation of a dcs anomaly. The femoral artery was repaired with no subsequent adverse patient effects were reported.

Manufacturer narrative:
Bleeding is a known potential adverse effect per the corevalve instructions for use that can occur during the implant procedure with a varying risk that is dependent on several factors, such as the access point for the implant, the patient's state of health, and pre-existing medical conditions. A device history record review is not required as the reported information does not indicate a potential manufacturing issue.

Manufacturer narrative:
It was reported that the dcs will be returned for analysis. A supplemental report will be filed when the analysis/investigation is completed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.